Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s parent stated the cgm displayed 5.9 mmol/l; however, the bg was 3.6 mmol/l. The patient felt shaky and based on her bg value, she was treated with three glucose tablets and recovered without additional interventions. At the time of contact, the patient was doing well. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.